Event description:
It was reported that the was seen in the hospital after experiencing syncope. Intermittent capture was observed on the right ventricular lead. The lead was capped and replaced. The patient received an upgrade to a dual chamber therapy system at that time. The patient was noted to be fine following the procedure.

Manufacturer narrative:
.